Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05922, 0001822565 - 2017 - 05930, 0001822565 - 2017 - 05934, 0001822565 - 2017 - 05937. Concomitant product(s)- p/n 536100055, rim flare porous shell with spikes and sealed screwholes 55 mm, l/n 1516816. P/n 735602202, collared porous stem with ha coating size 2 right, l/n 1516143. P/n 437228055, metasulâ® standard insert size 28mm x 55mm, l/n 1440799. P/n 734028000, neutral neck use with 12/14 taper stems only 28, l/n 1458286. It has not been indicated the device will be returned for evaluation at this time as it has not been indicated the patient has been revised. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported that the patient is experiencing right hip pain and unable to put pressure on leg fifteen years post-implantation. Further information has not been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s right hip was revised approximately 15 years post-implantation due to persistent right hip and thigh pain. Operative report noted evidence of polyethylene and metal shell inner liner wear and malpositioning of the stem implant. During removal of the stem it is reported that a slight crack in the osteotomy site occurred distally. No further adverse events were reported as a result.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative report. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s right hip was revised approximately 15 years post-implantation due to persistent right hip and thigh pain. Revision operative notes stated that during the surgery, an inflammatory fluid was expelled from the hip, but there was no evidence of metal staining or signs of infection. The femoral implant was dislocated and scratches were found on them, however no evidence of metallosis was found. An abundant amount of scar tissue was found around the acetabulum socket. There was evidence of inner liner wear with scratching. The patient having persistent right hip pain, has not gotten better with all sorts of conservative management, ruled out spine, ruled out infection, also ruled out metallosis , but he has old metal on metal implant with probably evidence of polyethylene wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.